Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2023-05977. It was reported that the patient's lead that was implanted on (B)(6) 2017 was replaced due on an unknown date in 2020 to a break. The patient's new replacement lead now has high impedances and has loss of therapy. As a result, the patient may undergo surgical intervention to address the issue.